Manufacturer narrative:
Device evaluation & resolution and disposition: device evaluation: the data acquisition pcba (printed circuit board) to motor controller (mc) pcba cable was returned to the v60 vent manufacturing facility for evaluation. Visual inspection of the da-mc cable revealed no evidence of damage or contamination. The da-mc cable was installed in a test ventilator in an attempt to duplicate the report of machine and proximal pressure sensors failed. Resolution and disposition: testing of the cable and test vent did not generate any failures or error codes. The root cause for the customer's vent inop experience of machine and proximal pressure sensors failed could not be determined.

Manufacturer narrative:
The unit was received at the international service center. The technician reviewed the diagnostic event log and confirmed the report of machine and proximal pressure sensors failed. The international service technician replaced the data acquisition pcba (printed circuit board) to motor controller (mc) pcba cable to correct the problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the v60 unit displayed occurrence of machine and proximal pressure sensors failed. Unit was replaced with second unit. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.